Manufacturer narrative:
Received 5 personal intermittent catheter lot samples. The reported event was unconfirmed as the product meet specifications. The exterior of the samples was visually inspected and did not find any evidence of a failure that would support the reported event. Per the functional evaluation, it was found that the volume of water in the water pack was measured and found to be within specification. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there is not enough lubricant in the water packets and the catheters felt dry. Therefore, the patient stated that he was unable to fully insert the catheters. Reason for report: investigation results. Report ID number: (B)(6). Initial asr report submitted: quarter 1/2018. Corresponding exemption number: e1997042.